Event description:
The customer reported having an urgent care visit due to high blood glucose. The glucose level at time of call was 500mg/dl. The customer experienced nausea and possible fever. The caller stated that she had quite a few snacks when she came inside from the garden and then treated, but her blood glucose did not drop. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.